Event description:
It was reported that while using an ilet pump, the user experienced hyperglycemia with a fingerstick in the 500 mg/dl and sensor reading high; glucose decreased to the 300 mg/dl but remained above range, prompting disconnection from the pump and transition to backup therapy, with troubleshooting and education provided including a full supply change and follow-up checks. Customer care provided support that included a recommendation to do a full supply change. Investigation of this case revealed that the cause of the hyperglycemia was unclear. Symptoms included polydipsia associated with elevated blood glucose. Outcomes included temporary interruption of pump therapy and continued monitoring until glucose returned to range as later confirmed by system reports. It was concluded that a definitive device malfunction could not be determined and the event was managed with backup therapy and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.